Event description:
Additional information received indicated lead insulation damage was observed on the right ventricular lead after the lead replacement procedure.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Lead insulation damage was the suspected cause of the event; however, this was not confirmed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix in the retracted position clogged with blood and tissue. A visual inspection revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.